Event description:
---

Event description:
Boston scientific received information that a 'red alert' was noted due to high out of range shocking impedances on the right ventricular (rv) lead associated with this cardiac resynchonization therapy defibrillator (crt-d). Technical services analysis noted that the shocking impedances had been stable previously and suggested an evaluation of the system to ensure integrity. Subsequently another 'red alert' was seen due another out of range shocking impedance measurements. Evaluation of the electrocardiograms noted noise on the ventricular channel as well as very low amplitudes. In addition the t-waves on the electrocardiogram were not sensed. Technical services discussed similar resolutions for this issue. At this time no additional intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received suggests that this patient was seen at the clinic after several 'red alerts' were once again triggered due to out of range shocking impedances. A revision procedure took place which showed that all the leads were functioning normally. The device was explanted and will be returned. This patient was re-admitted to the hospital shortly after the revision procedure due to a pneumothorax. At this time the newly implanted device remains implanted.

Manufacturer narrative:
Should additional information become available this case will be updated.

Event description:
--

Manufacturer narrative:
Additional information received suggests that this rv lead is a competitor lead and the pneumothorax was caused by a needle when the physician was attempting to see the size of the patient vein. The explanted device was returned for analysis. Upon analysis this event will be updated.

Manufacturer narrative:
At the most recent follow up a synchronized shock at 41 joules was performed to check the integrity of the system. The shocking impedances were within range and at this time no invasive procedure has been scheduled. Subsequently, this patient was seen at the clinic after several 'red alerts' were once again triggered due to out of range shocking impedances. A revision procedure took place which showed that all the leads were functioning normally. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced and will be returned. This patient was re-admitted to the hospital shortly after the revision procedure due to a pneumothorax. No adverse patient effects were reported. The explanted device will be returned. The associated right ventricular lead is a competitor lead. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed that the header was loose. An x-ray of the device header found the rv header wire was fractured. The clinical observation of noise and high shocking impedances were confirmed per laboratory analysis.

Manufacturer narrative:
At the most recent follow up a synchronized shock at 41 joules was performed to check the integrity of the system. The shocking impedances were within range and at this time no invasive procedure has been scheduled. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information received suggests that this patient was seen at the clinic after several 'red alerts' were triggered due to out of range shocking impedances. A revision procedure took place which showed that all the leads were functioning normally. The device was explanted and replaced and will be returned. Upon analysis this event will be updated.